Event description:
It was reported that the atrial lead dislodged which resulted in loss of sensing and exit block. The patient experienced phrenic nerve simulation. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.